Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's representative that the patient experienced an allergic reaction to titanium and the implantable pulse generator (ipg) "started to come out of their skin".  The ipg was explanted. No further patient complications have been reported as a result of this event.